Manufacturer narrative:
During a onsite visit fse (field service engineer) was not able to confirm customer reported event. The fse found no signs of leak in laser head, gas bottle, or associated tubing and assemblies. A review of the logfile can also not confirm gas leak. No technical root cause could be identified as the device was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that upon completion of the daily calibration of the system, specifically fluence test, they noticed the smell of arf gas. The surgery day was continued with no smell of gas. The customer entered the surgery suite the next day and noted no smell of the gas or lingering odor. Additional information requested.